Manufacturer narrative:
Qn# (B)(4). The reported complaint of "alert tone would not go away" is not able to be confirmed. The product was not returned for investigation. Based on the event details, the issue was resolved by a display reboot. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "alert tone would not go away when reset button pressed". The issue was resolved by rebooting the display with no interruption in therapy. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4) n/a other remarks: n/a corrected data: n/a

Event description:
It was reported that "alert tone would not go away when reset button pressed". The issue was resolved by rebooting the display with no interruption in therapy. No patient harm or injury. The patient status is reported as "fine".